Event description:
It was reported that a spectrum pump had alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. The evaluator found the ultrasonic sensor calibration within intended range and no visual abnormalities that could cause or contribute to the reported problem were observed. A review of the event history log revealed multiple upstream occlusion alarms however the history log cannot be used to distinguish true and false alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.